Event description:
Not sure how it happened I had surgery, and the stent migrated and ended up in my heart, and I had to have open heart surgery. It also affected the nerves in my left leg and paralyzed it; I have been in a nursing home for three months. This product was recalled on (B)(6) 2021. I had it implanted in (B)(6) 2021. FDA safety report ID# (B)(4).